Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 23-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug. The indications for use was non-malignant pain and chronic low back pain. On (B)(6) 2019 a suspected catheter kink was reported. A revision was scheduled for (B)(6) 2019. No patient symptoms and no further complications were reported regarding the event.